Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to a mode other than monitor plus therapy. It was unknown if the programming was intentional and ordered by the physician. One week later an invasive procedure was performed. Another manufactures right ventricular lead was abandoned and replaced. The device was electively explanted and replaced. No adverse patient effects were reported.